Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained activated. They heard the audible tone indicating that the heat was activated on the tool, but they were not triggering it. They immediately unplugged the device and withdrew. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: cs-cpl-2018-01346. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool jaws. Microscopic inspection showed that the heater wire on the hot jaw was slightly flexed but remained attached to the jaw. The silicone insulation boot appeared intact. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it activated when the power was turned on. And de-activated when the toggle was released. The blue toggle was pulled all the way and clicked then the device activated. The device de-activated when the toggle was released. The audible tone stopped upon release of the toggle. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined. No residue or contamination was seen on the switch. Based on the returned condition of the device and the evaluation results , the reported failure ¿device remains activated" was not confirmed. The analyzed failure "material twisted/bent" was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained activated. They heard the audible tone indicating that the heat was activated on the tool, but they were not triggering it. They immediately unplugged the device and withdrew. A replacement device was used to complete the procedure. The hospital did not report any patient effects.